Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels read high (>500 mg/dl) while wearing the pod between 24 and 36 hours. Symptoms reported include hyperglycemia and vomiting. Once at the hospital the patient had a new pod applied and the patient was given intravenous fluids as well as an insulin drip and anti nausea medication. The patient was released from the hospital after 7-8 hours.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.